Event description:
Per complaint (B)(4), the engagement piece on abutment broke a year after implant placement. The implant was extracted.

Manufacturer narrative:
Additional device received and inspected. Updated evaluation codes to reflect additional inspection results.